Manufacturer narrative:
Result: faulty foot left load cell cable caused scale to malfunction.

Event description:
It was reported by service report that the scale was not working and exhibiting a service call message. It is unk if there was pt involvement. However, no adverse consequences were reported.